Manufacturer narrative:
Device was received by the MFR, and the complaint was confirmed. Internal components were evaluated and corrosion was found throughout the drill, and the contact pins on the motor cartridge were burnt. The extensive damage required that the drill undergo a total rebuild.

Event description:
It was reported by the user facility that the device operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.